Event description:
It was reported that the patient had five inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient received chest compressions at the hospital. Technical services stated the doctor needs to decide if the rhythm was a slow ventricular tachycardia or not. No programming changes have been made. There were no additional adverse patient effects. The system remains implanted.